Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45 day follow up transesophageal echocardiography (tee) appointment, thrombus was identified near the limbus side of the closure device. The patient was placed on eliquis in response to the thrombus and is to continue this treatment until the next tee in 3 months.

Manufacturer narrative:
Date of event: estimated as (B)(6) 2022 as this is 45 days post the reported procedure date and this event was noted at the 45 day follow up appointment.